Event description:
It was reported that the patient experienced multiple episodes of hypoglycemia and hyperglycemia while using the system, with sensor glucose readings differing from fingerstick values by about 20 points and individual examples including sensor readings of 47 mg/dl when fingerstick values were 83 mg/dl and 56 mg/dl; the caregiver elected to remove the sensor and continue in blood glucose; only mode until a replacement sensor arrives. Investigation of this case revealed discrepant sensor readings relative to capillary measurements and user-directed discontinuation of the sensor. No clinical symptoms associated with low blood glucose and high blood glucose reported. Outcomes included self-treatment with oral glucose, without medical intervention. It was concluded that hypoglycemia occurred with cause unclear and that sensor accuracy concerns prompted device use modification. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.